Event description:
It was reported that before a procedure "white screen system does not turn on" was noted. The issue was seen again after restarting the device. The console was exchanged, and the procedure was completed with a different device. No patient or user injury was reported.

Manufacturer narrative:
System analysis/ service repair on (B)(6) 2016: the fse replaced the top cover. Rf was set to 65 watts and water flow was adjusted to 2.1 lpm. The fiber port was cleaned. The laser was tested in applications mode, vaporization mode, and coagulation mode. The system was tested and verified to meet manufacturer¿s specifications. The replaced top cover s/n (B)(4) was received at the manufacturer on december 13, 2016.

Manufacturer narrative:
Service repair in the field was performed on (B)(6) 2016. The replaced top cover s/n (B)(4) was received at the manufacturer on december 13, 2016. The top cover sent to the supplier for evaluation and/or repair.

Manufacturer narrative:
Service repair in the field was performed on november 24, 2016. The replaced top cover s/n (B)(4) was received at the manufacturer on december 13, 2016. The top cover sent to the supplier for evaluation and/or repair. Product evaluation: the top cover was evaluated by the supplier and received back at the manufacturer on june 23, 2017. Supplier evaluation noted that upon power up the display has a vertical line. The top cover was upgraded to (B)(4). The top cover was reprogrammed and it was noted that vertical line was not present following reprogramming. The top cover was retested and passed specifications following the top cover upgrade and reprogramming. The returned repaired top cover was returned back to stock. Probable root cause: based on supplier report, the probable root cause was determined to be due to a down revision top cover.